Event description:
Customer reports 3 lv10 infusors overinfused. 1 unit overinfused over 9 hours instead of 24 hours. Duration of other 2 units is unknown. Units contained 240ml of 2100mg vancomycin, diluted in water for injection. At least 1 of the units reported was attached at 1200 and found empty by the pt at 2100. The pt experienced nausea and hot flashes. Report states, "no hospitalization and now 'pt' feels well." There was no medical intervention resulting from this report.